Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for pump errors. The customer's blood glucose level was reported to be 323 mg/dl. It was reported that the pump was off when the customer woke and their levels were high. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement test, active current measurement test, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed and monitored for three days, no unexpected history pointers failed error, trace pointers are invalid error or post-reset ram crc error alarms noted during our testing or after the battery was removed then reinserted. No unexpected blank display or unexpected pump reset noted. The internal battery connector on the j6 printed circuit board assembly was properly connected. Power management parameters graph has confirmed the unloaded and loaded voltage was within specification range. The insulin pump had minor scratched display window, scratched case, fading serial number label and a pillowing keypad overlay.